Event description:
It was reported from (B)(6) that the attachment device did not function. During in-house engineering evaluation, it was discovered that the device ran hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date returned to manufacturer: the date device was returned to manufacturer is currently unavailable. (B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. Visual and functional assessments were performed and the device was found to have worn and loose bearings. It was determined that worn and loose bearings usually create a situation where the cutter was not able to be inserted due to bearings that were no longer in axial alignment. It was determined that if a cutter was able to be inserted and the device was run; it would have caused the device to run hot and not function properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.